Event description:
In 2008, upon analysis of the returned part, it was identified that the tips of the driver were twisted and not that the driver was bent at the shaft as previously reported from the sales representative. This malfunction has resulted in a... Previously, in 2008, the sale rep reported that during surgery, the screwdriver bent while the surgeon was tightening a screw. Additional info rec'd the following month, via telephone, the sales representative reported that during surgery, the driver bent at the shaft. The surgeon used another driver within the kit to finish the case as intended.

Manufacturer narrative:
Product is an instrument and is not implantable. The device history record found the part met specifications. The visual inspection found bent tips/splayed tips and a twisted shaft, not a bent shaft as originally reported. A functional test found the driver would not engage a screw. The investigation determined the event is due to normal wear.